Manufacturer narrative:
One medfusion pump was received with the top case chipped on the front left corner. The event history log was reviewed and there was a primary audible alarm background test error. The power up process was conducted. The primary audible alarm post error was found at power up. The cause of the issue was unable to be determined since there was no damage to the speaker or interconnect board. The speaker was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had an acu watchdog failure. There was no reported adverse event.